Event description:
It was reported that the user completed an infusion set and cartridge change but omitted the fill cannula step while using insets, and was subsequently guided through the correct process, after which the system functioned without issues. There were no reported adverse clinical effects. Outcomes included no health consequences and successful resolution through troubleshooting and education. Investigation included technical support review and user education on correct setup steps. Investigation of this case revealed user error related to incorrect supply change steps with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.